Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the device. During analysis, the error 46221 was not duplicated but was verified in the event history log in one instance. This error code is due to software timing and can be cleared by flashing the manufacturing utility (mu) and reloading software. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that cadd solis vip pump displayed error code 46221. There were no adverse events reported.